Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Visual inspection was performed on the plug assembly; no failure modes were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination) with a memory/software corruption error. An extended investigation has also been performed on the returned puck and no signs of damage or misuse were observed. The sensor data was analyzed and the memory corruption in the ferromagnetic random-access memory (fram) section of the application specific integrated chip (asic) was observed. A fram error causes corruption in the memory, which in turn affects the software. Thus, memory corruption was identified as the root cause of this issue. This issue is confirmed due to memory corruption. In addition the DHR for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer received third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer received third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.